Manufacturer narrative:
Further info revealed that there was no pt involvement since this was a demo-machine. A gambro field rep checked the machine and replaced the software, calibrated as needed, verified voltages; he also performed a pt simulation and the machine resulted to be working within MFR's specifications.